Manufacturer narrative:
Phone (B)(6). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the patient experienced a problem with the disposable, no other information was provided. The client stated that there was inflammation of the skin. The incident happened in the specialized palliative care service.